Event description:
Procedure: laparoscopic cholecystectomy, pt sex: unk. Reportedly, after inserting the device into the cavity, the balloon was inflated with 23 ml of air then an air leakage occurred. After that, the surgeon continued to inflate the balloon and the balloon suddenly popped. Broken pieces fell into the cavity, and there is a possibility that some of them remain in surgical cavity. Another device was used to complete the operation.